Event description:
It was reported an infection occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. At the routine 45-day follow-up, no issues were noted. The patient was scheduled for a one-year follow-up but did not attend the appointment. Upon contacting the patient, it was discovered that they had been admitted to another hospital. The patient presented with fever, and a computed tomography (CT) scan confirmed cerebral infarction and pulmonary embolism. Blood tests suggested an infection, and the CT scan also revealed thrombus-like material around the watchman device. The patient was transferred to the implanting facility and underwent emergency surgery for device removal. A midline incision was made, and visual inspection of the left atrium revealed white material floating in the blood. It was determined that the material surrounding the device was pus, not a blood clot. The adhesion between the closure device and the laa was dissected, the closure device was removed, the laa was ligated, the left atrium was irrigated, and the chest was closed. The patient medical history included dialysis, diabetes, and atopic dermatitis, which are believed to have contributed to a staphylococcus aureus infection originating from the skin.

Event description:
It was reported an infection occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. At the routine 45-day follow-up, no issues were noted. The patient was scheduled for a one-year follow-up but did not attend the appointment. Upon contacting the patient, it was discovered that they had been admitted to another hospital. The patient presented with fever, and a computed tomography (CT) scan confirmed cerebral infarction and pulmonary embolism. Blood tests suggested an infection, and the CT scan also revealed thrombus-like material around the watchman device. The patient was transferred to the implanting facility and underwent emergency surgery for device removal. A midline incision was made, and visual inspection of the left atrium revealed white material floating in the blood. It was determined that the material surrounding the device was pus, not a blood clot. The adhesion between the closure device and the laa was dissected, the closure device was removed, the laa was ligated, the left atrium was irrigated, and the chest was closed. The patient medical history included dialysis, diabetes, and atopic dermatitis, which are believed to have contributed to a staphylococcus aureus infection originating from the skin.

Manufacturer narrative:
H6: patient code e050303 removed per bsc medical safety.